Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported during a percutaneous coronary intervention procedure, vessel dissection occurred. The 70% stenosed and 16mm long #1 target lesion was located in the distal left circumflex artery with a reference vessel diameter of 3.5mm. #1 target lesion was treated with pre-dilation and placement of a 3.5x20mm promus element plus stent, resulting in 5% residual stenosis following post dilation. The 90% stenosed and 16mm long de-novo #2 target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.5mm. #2 target lesion was treated with pre-dilation and placement of a 3.5x20mm promus element plus stent, resulting in 5% residual stenosis following post dilation. The 70% stenosed and 8mm long de-novo #3 target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.5mm. #3 target lesion was treated with pre-dilation and placement of two 3.5x12mm promus element plus stents. Following placement of the second 3.50x12mm promus element plus stent, a grade "a" dissection was noted at the area proximal to target lesion. Following post dilatation, residual stenosis was 5%. The following day the patient was discharged on aspirin and clopidogrel.